Event description:
It was reported in an article in the journal "frontiers in cadiovascular medicine" titled, "case report: transected hickman catheter and its thrombotic occlusion in a patient with idiopathic pulmonary arterial hypertension-can a catheter replacement be avoided?", a 25-year-old female patient with idiopathic pulmonary arterial hypertension (pah), had a hickman catheter implanted for continuous intravenous epoprostenol infusion. The hickman catheter was damaged. Also, it was discovered that its lumen was completely occluded by thrombosis.

Manufacturer narrative:
H11: slawinski g, zieleniewicz p, faran a, dabrowska-kugacka a, kurzyna m, kempa m, danilowicz-szymanowicz l, lewicka e. Case report: transected hickman catheter and its thrombotic occlusion in a patient with idiopathic pulmonary arterial hypertension-can a catheter replacement be avoided. Front cardiovasc med. 2023 jul 20; 10:1230417. Doi: 10.3389/fcvm.2023.1230417. Pmid: 37547245; pmcid: pmc10397384. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: slawinski g, zieleniewicz p, faran a, dabrowska-kugacka a, kurzyna m, kempa m, danilowicz-szymanowicz l, lewicka e. Case report: transected hickman catheter and its thrombotic occlusion in a patient with idiopathic pulmonary arterial hypertension-can a catheter replacement be avoided. Front cardiovasc med. 2023 jul 20;10:1230417. Doi: 10.3389/fcvm.2023.1230417. Pmid: 37547245; pmcid: pmc10397384. H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation. Wo photos were provided for review. The first photo shows a sealed repair kit. The second photos show the catheter that had been implanted into the patient body in which the catheter fracture and material separation was noted in all the three pictures. The initially reported material integration problem in catheter has been found through evaluation to involve fracture and material separation. Therefore, the investigation is confirmed for the identified fracture and material separation. The investigation is inconclusive for the reported obstruction of flow issue as the exact circumstance at the time of the event reported was unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "frontiers in cadiovascular medicine" titled, "case report: transected hickman catheter and its thrombotic occlusion in a patient with idiopathic pulmonary arterial hypertension-can a catheter replacement be avoided?", a 25-year-old female patient with idiopathic pulmonary arterial hypertension (pah), had a hickman catheter implanted for continuous intravenous epoprostenol infusion. The hickman catheter was damaged. Also, it was discovered that its lumen was completely occluded by thrombosis.